Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced shortness of breath (sob) related to the minute ventilation (mv) rate response. Technical services (ts) reviewed and provided troubleshooting options. Additionally, loss of capture (loc) was observed on the left ventricular (lv) lead that was confirmed to be a non boston scientific lead. This device remains in service. No adverse patient effects were reported.